Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06204. It was reported that the patient's left ventricular lead became dislodged and disabled on an unknown date. The patient presented for a device change out procedure and the left ventricular lead was capped on (B)(6) 2019. During the procedure, insulation damage was observed on the right ventricular lead. A slit in the insulation was observed. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable.